Event description:
It was reported that during an unk colon procedure, while turning the rotation knob, the rotation was turning the handpiece's cord and causing the cord to wrap around itself and get caught under the rotation knob, which was activating the device inadvertently. This caused the device to burn the small bowel. The surgeon used sutures over the minor burn on the bowel, and the pt is fine.

Manufacturer narrative:
Info not available, device not returned for analysis.